Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: did the device lock-out (no staples deployed and no cut line started)? No lock out. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? The device fired totally. Or, did the device fully fire and stop during the automatic knife return? The device worked with no interruption, in both ways of the knife. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? The patient is in good condition. He was discharged 4 days after the procedure. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? One more day of hospitalization. Please confirm that the leak identified with the methylene blue occurred only on remnant side. Yes. What was the reason for the extended hospital stay? The surgeon wanted to be safer, after the accident that occurred a few weeks earlier; so he wanted to keep the patient under observation for more time to check the abdominal drainages. What was the product code of reload used? Ecr60b. Was buttressing material used? No. Are photo or video available? No. What is the current patient status? Good conditions.

Event description:
During the first four activations, the device worked as intended. At the 5th activation the device locked with the tissue into the jaws creating a bundle of the tissue. The intervention was concluded replacing the blue reload with a new one. The methylene blue test was performed with no anomalies on the remaining stomach. Instead the blue methylene test on the removed stomach portion resulted in air and liquid leakage. Patient health condition will be verified in the next days.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 8/9/2018. Batch number: p58z26. The analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.